Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no further information was provided.

Event description:
It was reported that the syringe pump module displayed error code 354.6770 and was repaired. Biomed reconnected the cable between the logic board and pressure sensor, and plugged the unit in for calibration. The device then showed error code 13-1033-149 and biomed flashed firmware, replaced the logic board, performed calibration and accuracy testing, pm testing, and performed functional tests-- all of which the device passed. There was no patient involvement. Although requested, no further information was provided.